Event description:
The user facility reports during a hand surgical procedure, the burr attachment device was making a ticking noise and would not run. No further information was provided. This is 1 of 1 reports for the same event, (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested.

Manufacturer narrative:
Device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found.